Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,049 mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Permeability test: the investigation showed that the progav shunt system is permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav is operating within the accepted tolerance in the horizontal position. The shuntassistant is operating not within the specified tolerances in the vertical position. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Internal inspection: after dismantling of the valves, deposits were found in the progav and shuntassistant. Results: based on our investigation, we can detect a failure of the brake function as well as deposits found inside the valve. The deformation of the progav valve housing could be named as the cause of the failure of the brake function. Additionally the detected deposits could carry functional impairment with them. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (part # fv414t) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the shunt system was believed to have adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 years. Height: 119 centimeters (cm). Weight: 22.5 kilograms (kg). Gender: male.